Event description:
During verification testing at the manufacturing facility, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
(B) (4). The device was received on 01/17/2008. During testing, the device did not sound an audible alarm during an alarm condition. This was due to a disconnected connector. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).